Event description:
Caller reported blood glucose result of 101 mg/dl on the advantage system, professional system result of 25 mg/dl within 10 minutes. Ambulance personnel gave the customer an IV of glucose, transported to a hospital. Customer was admitted to hospital. A request was made for the return of the system, replacement was sent.